Event description:
It was reported that, "implant revised (B)(6) 2010. Noted tibial and femoral components not bonded at all to cement and grossly loose."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.